Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian and african american transgender who underwent a breast augmentation primary with a mentor memorygel, 550cc, silicone prosthesis experienced bilateral breast pain, and device migration post procedure. The patient reported that the first week implant was like a box, patient went back to see the doctor, and he pushed so hard on patient chest to show him exercises then that night patient went to ER because doctor pushed air into patients¿ chest caused sagging boobs. The left side hurts, severe complications, implant falls into ribcage/lower armpit area and the patient must support it with her elbow. The mammogram examination reported air inside the breasts. The primary care physician confirms the following diagnosis: left breast pain and implant malposition. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.